Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that a month and a half has passed since the transplant date and the patient is still complaining of pain. On examination clinician found that there was inflammation at # 6. The implant was removed and the area was cleaned and disinfected. Another implant will be implanted after recovery in about two months. Symptoms as a result of the event: pain, inflammation, infection and edema.